Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced pain at the ipg site as patient lost weight. And ipg had dropped lower in the left buttock. As such, surgical intervention was undertaken on (B)(6) 2024, wherein the ipg was relocated from the left to the right flank. Therapy was restored and issue addressed.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.